Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance and high capture threshold of 3 v at 1.5 ms in bipolar. Impedance was 271 ohms and threshold was 0.5 v at 1.5 ms in unipolar, however the patient experienced chest wall stimulation if voltage was set to greater than 2.75 v. An outer coil fracture was suspected.